Event description:
It was reported that loss of capture (loc) was possibly witness on the patient's holter monitor. The patient had reported palpitations at the time. Technical services (ts) analyzed device data of this cardiac resynchronization therapy defibrillator (crt-d) and only found a left ventricular automatic threshold (lvat) test around that time. It was noted that the lvat was regularly out due to fusion events. The patient's leads were not manufactured by boston scientific. No adverse patient effects were reported. Currently, this crt-d remains in service.